Event description:
It was reported that post a coronary drug-eluting stenting treatment procedure, a pt death occurred. The physician treated a lesion in the proximal left anterior descending (lad) artery with a 3.5x18mm promus stent. The promus was post dilated with a quantum balloon inflated to 14-16atms. When the balloon was inflated, calcium in the arterial wall pushed through and perforated the vessel. The perforation was treated with a non-bsc stent. Although the pt made it through surgery, she had a bleeding disorder that along with the perforation contributed to her death. Additional info has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.